Manufacturer narrative:
D6: device returned with no lot identification. Based on the info received and the visual inspection, it was confirmed that the ancillary trocar had broken. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torqued or excess force is applied to the ancillary trocar, it may cause the trocar to break. It could not be ascertained if this may have occurred in this instance.

Event description:
It was reported during a gastric bypass the scrub nurse pulled apart the blue anvil attachment. The instrument broke in half. Another stapler was opened to complete the case.